Event description:
The customer states they are receiving reports in which results that are flagged on the kx-21n instruments are being autoaccepted into ultra. There was no reported patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. When an io module that calls sort inst_flags processes less than 3 flags, it uses uninitialised memory for the remaining flags it has to process. As a result, random characters are being inserted into resultvi.inst_flag2 and resultvi.flag3. If no flags are received, there would be random characters in all three inst flags, if 3 flags were received these would insert as expected. Code fix applied. (B) (4).